Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/82/10/1379. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient experienced disassociation of the locking ring.